Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implanted cardiac monitor exhibited t wave oversensing. Additional monitoring was recommended as well as programming changes if the issue continued. The patient was stable.